Manufacturer narrative:
Initially it was reported that ventilator generated an alarm indicating expiratory minute volume low. On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, ventilator generated an alarm indicating positive end expiratory pressure (peep) low and an alarm indicating expiratory minute volume low. Replacement of the pressure transducer printed circuit board (pcb) and expiratory channel connector board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. Clinical alarm such as expiratory minute volume low/high is an indication of difficulties with ventilating the patient. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Expiratory minute volume low/high alarm is generated, when delivered expiratory volumes were less/higher than set (- 50 %/+ 50 %). The reported issue was confirmed in provided device's logs. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb and expiratory channel connector board.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
During the inspection of the ventilator, it was discovered that the ventilator generated an alarm indicating expiratory minute volume low. There was no patient harm. Manufacturer's ref. #: (B)(4).